Event description:
A smart control stent was implanted in the basilic vein proximal to an avdg fistula in the arm of a male pt in 2006. Follow-up examination two months later revealed the stent to be fractured in half, and the distal marker bands to not be visible. No intervention has been done to resolve the issue. The lesion was described as a soft, non-calcified venous outflow obstruction, which was pre- and postdilated, leaving a minimal residual stenosis, un associated with thrombus. The stent was ideally seen with markers visible and normally placed after deployment. The stent was also not placed across a point of flexion or torsion. The initial stenosis was greater than 80%, but there was no difficulty experienced crossing the lesion. The initial reporter states that the pt had suffered no adverse effects related to the stent fracture. Additional info has been requested but has not yet been forthcoming. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.